Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.